Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed during which a crack in the connecting tube of the left cylinder was identified. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected and underwent leak and functional testing. The tubing had been cut down to the pump block and was not returned for analysis. The pump passed leak and functional testing. The reported clinical observation of a crack in the connecting tube could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed during which a crack in the connecting tube of the left cylinder was identified. The pump was removed and replaced. There were no patient complications reported.